Event description:
Healthcare professional reported left side "hot and swollen breasts, capsular contracture baker grade IV, pain, edema, sensitive to touch, warm, no energy, gradual drop in breasts", and non-device related "cyst" and "loss of libido". Device remains implanted.

Manufacturer narrative:
Continued phone number e1:(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.